Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. Dose and concentration information was unknown. It was reported that the pharmacist was requesting a manufacturer representative (rep) to go out to the hospital to interrogate the patient's pump. The pharmacist thought that the patient's pump was malfunctioning because they had to give the patient narcan on (B)(6) 2024 and, at the time of this report, the patient was sedated. Per the reporter, the patient was supposed to have a refill on (B)(6) 2024 but did not. They had not heard the pump audibly alarm. The reporter was transferred to the national answering service.